Event description:
Customer reports 2 patients who removed a "splinter" from the incision site. This report is for patient 2 of 2. Customer unable to provide specific details about patient 2.

Manufacturer narrative:
(B)(4). Incision lot number provided is not a lot number utilized on any international technidyne corporation products. Unable to investigate retains due to inaccurate lot number provided. Manufacturer's method, results, conclusion - manufacturer evaluation / investigation unable to be performed.